Event description:
The customer reported that the monitor on the system went black during a procedure. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The battery was adjusted. The connectors on the fluoro functions board and the generator interface board were cleaned and reseated. The system interface board and the high voltage cable were checked. The system was tested and operates as intended.